Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the keypad buttons had been sticking occasionally and now were scrolling after water exposure. Reportedly, there was evidence of moisture in the display screen and the battery compartment was cracked. The reporter indicated that the tactile changes occurred prior to the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. Visible moisture was observed behind the display screen along with a crack in the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was opened and further moisture was found. The keypad could not be tested due to the moisture. The keypad was removed and evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.